Event description:
It was reported that the right atrial (ra) lead showed large ventricular deflection on the electrogram and captured the ventricle at high output. A chest x-ray showed the lead in a lateral position, which was unchanged since implant. The physician was concerned that there may be a short in the header of the implantable pulse generator (ipg) device. All atrial therapies were re-enabled withprogrammed high amplitude. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated atrial oversensing. Cardiac compass shows at/af occurring since close to implant. Egms from at/af episodes show atrial oversensing of ventricular qrs. (B)(4).